Event description:
It was reported that the patient experienced a drop in heart rate a few minutes after beginning exercising. The device was interrogated, this indicated the right atrial (ra) lead was over sensing. The lead was reprogrammed and set to uni-polar. The patient is being monitored further to ensure the correct settings. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).